Event description:
It was reported to boston scientific corporation that during an anterior vaginal wall repair procedure using a pinnacle anterior vaginal wall repair procedure using a pinnacle anterior/apical pfr kit, the needle detached off the mesh leg, inside the pt, when the physician was placing the first mesh assembly. The needle was located and retrieved from the pt. The procedure was completed with a different device without any complications to the pt, who is reportedly "okay" post-procedure.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior vaginal wall repair procedure using a pinnacle anterior/apical pfr kit, the needle detached off of the mesh leg, inside the patient, when the physician was placing the first mesh assembly. The needle was located and retrieved from the patient. The procedure was completed with a different device without any complications to the patient, who is reportedly "okay" post-procedure.

Manufacturer narrative:
(B) (4)